Event description:
Customer reported erroneous differential results were obtained for one pt when using the coulter lh 750 hematology analyzer. The test results were not associated with an instrument generated differential flag for the presence of blast cells. Erroneous test results were reported out of the laboratory. The test results were determined to be erroneous when compared to a manual differential containing 61% blast cells. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two different analyzers.

Manufacturer narrative:
The instrument was within quality control (qc) specs with respect to controls (accuracy) and reproducibility (precision). Controls were run each shift and pt controls were run 2 to 3 times during each shift and recovered within assay ranges. Flagging preferences were set to (1211), which is low-level for blast, imm ne 1 and imm ne 2, and mid-level for variant lymphocytes. Raw data files were not available for analysis. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. On (B)(4) 2010, the field service engineer performed minor adjustments to the large latex particle and also made minor adjustments to the laser. He changed the instrument temperature setting to normal and verified qc. Raw data was not available for analysis. Root cause for the missed blast flagging is unk. There was an instrument generated flag for imm ne 1 on the initial specimen run to alert the operator to further review the specimen. Product labeling indicates the use of all available flagging options to optimize the sensitivity of the instrument results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01170.